Event description:
Reporter stated that the hip implant was done for emergency reasons in 2007. In 2011 she had overall ill health and teeth issues. In 2015, she lost all of her teeth, could smell and taste metal. She later developed thyroid issues, tinnitus, peeling of finger nails. According to reporter, the hip would not stay in place and she experiences excruciating pain so she now ambulates with use of a cane.